Event description:
It was reported that the patient had a primary surgery in (B)(6) 2004 using stryker products. Patient had an infection and had to have a revision surgery in (B)(6) 2011.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding femoral component loosening involving a scorpioflex insert was reported. Conclusion: the insert does not interface with the patient¿s femur. No allegations were made regarding this device. Based on the provided information, the product reported in this investigation did not contribute to the event. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 7115-0007, series 7000 standard tibia, lot code: t04m340; cat. No.: 70-5107r, scorpio cr m/s femur w/lfit, lot code: k03v1307 cat. No.: 73-0710, scorpio m-dome patella, lot code: r110; cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rlk430.

Event description:
It was reported that the patient had a primary surgery in (B)(6) of 2004 using stryker products. Patient had an infection and had to have a revision surgery in (B)(6) 2011.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.